Event description:
It was reported that during the use of the device for a non-clinical activity (sterile processing), the sternal saw blade guard/protector was bent. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.